Event description:
It was reported by the customer's mother that the customer was hospitalized for diabetic ketoacidosis as well as high blood glucose levels. Blood glucose levels at the time of hospitalization 500mg/dl. Customer was being treated with manual injections and a intravenous insulin drip. Customer's mother advised that she wanted to replace the insulin pump. Advised insulin pump would be replaced. No additional information was provided.